Event description:
It was reported that the sterile packaging was found damaged during stock inspection. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4).G2: Foreign - Event occurred in Japan.The product has been received by Zimmer Biomet and the investigation is in process. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.